Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard and 5x returned devices with positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: could not duplicate with returns. Source: phone.

Event description:
Customer reported discordant results 1 positive and 1 negative result for 1 asymptomatic (off-label) patient with no additional information.